Manufacturer narrative:
(B)(4). The actual sample was received and sent to haemotronic for further evaluation. The visual inspection revealed that the blood leak detector chamber was deformed. The actual root cause of the reported event has been identified and confirmed as the sterilization process temperature. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
A customer contacted baxter (B)(4) to report a mis-shapen line and a blood leak detector chamber being concave for a line set for aquarius. This was discovered prior to patient use and a sample is available. No patient injury or medical intervention was reported.